Manufacturer narrative:
(B)(4). The customer returned one peel-away catheter for analysis. Signs of use in the form of biological material were observed on the sheath. Visual analysis revealed that one of the peel-away sheath tabs was separated from the extrusion. A portion of the proximal end of the peel-away extrusion was still molded to the tab. The point of separation occurred at the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was completely split down the score lines. No defects or anomalies were observed on the score lines. The peel-away sheath body length measured 2 7/8", which is within the specification limits of 2 5/8"-2 7/8" per product drawing. The peel-away inner and outer diameters could not be measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the extrusion was secure to the intact half of the peel-away assembly. R & d was contacted as part of this complaint investigation. They indicated that this defect likely occurred during the molding process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report that the peel-away sheath tabs broke off during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one of the sheath tabs separated from the extrusion. Despite this, a portion of the proximal end of the extrusion was still adhered to the separated tab. The sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the observed failure mode likely occurred during the manufacturing (molding) process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "rupture of the upper part of the peel-away dilator occured during the peeling at the time of extraction". There was no consequence for the patient, but led to an extension time of the procedure.

Manufacturer narrative:
(B)(4). The customer returned one peel-away catheter for analysis. Signs-of-use in the form of biological material were observed on the sheath. The peel-away sheath body length measured 2 7/8", which is within the specification limits of 2 5/8"-2 7/8" per product drawing. The peel-away inner and outer diameters could not be measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the extrusion was secure to the intact half of the peel-away assembly. R & d was contacted as part of this complaint investigation. They indicated that this defect likely occurred during the molding process. The catheter peel-away product drawing was reviewed as part of this complaint investigation. The instructions for use (IFU) provided with this kit warns the user, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis". The report that the peel-away sheath tabs broke off during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one of the sheath tabs separated from the extrusion. Despite this, a portion of the proximal end of the extrusion was still adhered to the separated tab. The sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from r & d, the observed failure mode likely occurred during the manufacturing (molding) process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "rupture of the upper part of the peel-away dilator occured during the peeling at the time of extraction". There was no consequence for the patient, but led to an extension time of the procedure.